Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing documentation revealed that the sensor lot met sterilization requirements before release. Potential for developing infection at the insertion site is a known anticipated adverse event.

Event description:
Senseonics was made aware of an instance where the patient experienced infection at the insertion site again after the sensor removal. Customer wants to continue with eversense continuous glucose monitoring (cgm) system.